Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed active current measurement, sleep current measurement and displacement test. Unit tested successfully no alarms noted. Unit was successfully downloaded using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review using adapt tool it recorded pump error 25. Pump error 25 triggered four times on 02/13/2024 from 11:00:00 to 23:00:00. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcba 1. Unit was cut open and performed a visual inspection of electronic assembly, connectors and motor assembly. Per visual inspection, no moisture damage was noted, and unit was tested successfully. Pump was recycled and left to charge for a day. Pump was successfully redownloaded using thus. The second power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Power management graph was between some 150mv or 200mv range. Unit received with missing display window/cover, cracked keypad overlay, keypad overlay texture damage and scratched case. In conclusion, pump error 25 and unexpected battery power loss was confirmed due to a connector resistance issue with the j6 connector on pcba 1. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running (critical pump error 25). Troubleshooting was performed and found customer was able to clear the alarm and rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.